Manufacturer narrative:
(B)(4) medical product: vgd cruc ret tib brg catalog #: 183441 lot #: unknown; biomet cc I-beam tray catalog #: 141223 lot #: unknown; biomet arcom 3 peg/post catalog #: unknown lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07468 ; 0001825034-2018-07469; 0001825034-2018-07470 .

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient experienced urinary tract infection (uti) and dehydration which required further hospitalization on an unknown date.